Event description:
The prosthesis was implanted for about 3 1/2 years. The patient noticed a sudden deterioration in occlusion with loss of vertical height on the right side. Implanted was removed in 2006.